Manufacturer narrative:
No product has been returned for evaluation nor were radiographs or images provided to confirm the alleged event. It is unknown if patient followed post-operative restrictions or suffered a fall. Even though root cause cannot be confirmed at this time based on the information provided, pseudarthrosis was reported. Labeling review: "...potential adverse events and complications: potential risks identified with the use of this system, which may require additional surgery, include: bending, fracture or loosening of implant component(s), loss of fixation, nonunion or delayed union..." "...warnings, cautions and precautions: the implantation of pedicle screw spinal systems should be performed only by experienced spinal surgeons with specific training in the use of this pedicle screw spinal system because this is a technically demanding procedure presenting a risk of serious injury to the patient. Internal fixation appliances are load-sharing devices that hold bony structures in alignment until healing occurs. If healing is delayed, or does not occur, the implant may eventually loosen, bend, or break...." "... Patient education: the patient should be instructed to limit postoperative activity, as this will reduce the risk of bent, broken or loose implant components. The patient must be made aware that implant components may bend, break or loosen..." "...post-operative warnings: damage to the weight-bearing structures can give rise to loosening of the components, dislocation and migration well as to other complications..."

Event description:
Patient underwent a surgical procedure on (B)(6) 2017 utilizing nuvasive products with no reported events. On (B)(6) 2017 the patient was identified with a fractured s1, pseudarthrosis at l4-s1, as well as loosening of the s1 screws. Revisionary treatment was reported as removal of posterior segmental instrumentation l2-s1, posterior arthrodesis l5-s1 and s1 to ilium with bone morphogenic protein and allograft, and new posterior segmental instrumentation l2-ilium.